Event description:
The patient underwent an atrial fibrillation surgical procedure, bypass grafting, and an aortic valve replacement with good results. Recently during a visit, an elevated gradient was discovered. Reoperation was performed and the valve was replaced with a 25 mm valve from another manufacturer without complications. The patient was reported to be fine postoperatively.